Event description:
It was reported that during a bph procedure, the fiber tip ruptured after 34,355 joules of use. The case was completed by transurethral resection of the prostate. No patient/user clinical consequences were reported due to this event.

Manufacturer narrative:
This report is for the same event as manufacturer report number: 2937094-2018-01007.

Event description:
It was reported that during a prostate procedure, tip rupture occurred after 18,608j of fiber use. A second fiber was chosen to continue with the procedure; however, the same issue occurred after 34,355j of fiber use. The tip of the fibers were not cleaned during procedure. The case was completed by transurethral resection of the prostate (turp). No patient/user clinical consequences were reported due to this event. This report is for the second fiber.

Manufacturer narrative:
Analysis of the returned device was unable to identify any signs of tip breakage, the tip was found to be intact. The glass cap exhibited severe devitrification at the output window. The metal cap had severe detritus adhesion on the surface and there were indications of slight melting on the output window. The outer flow tubing open end exhibited minor scratch marks. Functional testing using a hene laser test fixture confirmed the aim beam was present at the fiber output window with no signs of breakage along the length of the fiber optic. The most likely cause of the observed anomalies is heat accumulation during the use of the device. The manufacturer has reviewed all available information and determined that the event no longer meets the criteria for a reportable event.